Manufacturer narrative:
(B)(4). Batch #: t5e599. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a liver resection, half way on the sixth firing the instrument just stopped. The jaws would not open. The reverse button was attempted and did not work. The manual override was used and did not work. The device was removed an unknown way. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 1/6/2020. D4: batch # t5e599. Investigation summary: the analysis results found that one pcee60a device was returned with the closing trigger and anvil in the closed position, the anvil was noted to be bent upwards. A gst60w cartridge reload loaded on the device. The cartridge reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Further evaluation of the device showed that the anvil knife slot and the bulkhead contacts were damaged, in addition the knife was noted to be buckled. No functional test was performed due the condition of the device. No conclusion could be reached on how the bulkhead contacts were damaged. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. It is also possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.